Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation.

Event description:
Patient reported no complaint against the device for the right side. "Thoracic pain and fever", "lateral calcified nodule and apical calcified micro-opacities", "lobulated contours," folds, creases, and "small volume of peri-implant liquid" was later reported. Treatment with antibiotics and inti-inflammatory was given and the device has been explanted "due to inflammation." The events of thoracic pain, fever, and calcified nodule are not related to the breast implant.